Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited intermittent loss of capture on the presenting electrogram (egm). Technical services reviewed and found capture thresholds had increased. Programming was adjusted and capture was observed on the egm. This pacemaker remains in service. No adverse patient effects were reported.